Event description:
It was reported that the device unexpectedly reached elective replacement indicator. Early battery depletion was suspected. It was also reported that the patient was experiencing symptoms of reduced chronotropic tolerance and sleeping issues. The device will be replaced with a new one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.